Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Ar patient code e1311 was used to describe the urinary hesitancy reported in the event.

Event description:
It was reported to boston scientific corporation that a spaceoar placement procedure was performed on february 18, 2023. During the procedure, the patient received 1.2 ml saline fluid for hydrodissection and 10 ml of the spaceoar hydrogel was injected without any complication. On (B)(6) 2023, on the same day of the event, the patient was diagnosed with urinary hesitancy. The patient was treated with medication and discharged home on (B)(6) 2023. The patient's condition is unknown.

Manufacturer narrative:
Additional information: block b5 event details, block g2 report source, and block h6 patient code has been updated based on additional information received july 06, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block d6:h6 ar patient code e1311 was used to describe the urinary hesitancy reported in the event.

Event description:
It was reported to boston scientific corporation that a spaceoar placement procedure was performed on (B)(6) 2023. During the procedure, the patient received 1.2 ml saline fluid for hydrodissection and 10 ml of the spaceoar hydrogel was injected without any complication. On (B)(6) 2023, on the same day of the event, the patient was diagnosed with urinary hesitancy. The patient was treated with medication and discharged home on (B)(6) 2023. The patient's condition is unknown. Additional information received on july 06, 2023. It was further reporting the reportable event was considered to be resolved on (B)(6) 2023.